Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: the tube does not contain lithium heparin contrary to what it should. The samples therefore clotted. Concern does not concern all the tubes of the batch. Current state of the patient: fortunately our automatons detect the presence of fibrin in the plasma but in the case otherwise, it could have led to erroneous results. Actions taken in the healthcare facility for patient management: centrifugation after a longer period lying down to allow the clot to form and not have fibrin in suspension.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary. Bd bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to additive abnormality or fibrin were observed. Retain samples were previously tested for heparin content. All retains analyzed were with product specification. Additionally, clinical testing was performed for fibrin: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, fibrin, because the defect was not evident in the testing of the complaint lot samples. Visual inspection found no fibrin, although white particulate matter (wpm) was observed in some samples. Wpm is not considered to be a defect. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for additive abnormality(no additive) or fibrin. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
Date of occurrence: 25/01/2022. Description of incident: the tube does not contain lithium heparin contrary to what it should. The samples therefore clotted. Concern: does not concern all the tubes of the batch. Current state of the patient: fortunately our automatons detect the presence of fibrin in the plasma but in the case otherwise, it could have led to erroneous results. Actions taken in the healthcare facility for patient management: centrifugation after a longer period; lying down to allow the clot to form and not have fibrin in suspension.